Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient inserted the sensor into his arm. The patient is using an adult receiver while being under 18 years of age. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).